Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and during each attempt to interrogate, the message "position head" was displayed. Emergency vvi was unsuccessful.